Manufacturer narrative:
Product complaint #: (B)(4). . Additional information has been requested however not received. Attempts have been made to obtain the device, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured? Were x-rays performed to localize the needle? Was the needle removed from the patient? Was the procedure completed successfully? Was there any adverse patient outcome? Procedure name and date? Are any samples available of evaluation? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on 2/13/2021 and suture was used. When passing the suture, the instrumentalist reports that the needle thread is broken, so it is necessary to discard and replace it. No reported patient consequences.